Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Surgeon revised patient's knee for pain. She had a cementless triathlon knee. Her femoral component was removed and replaced with a cemented triathlon femur. Left knee.